Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had not attended device follow ups. The patient was contacted the previous month due to the device being included in the emblem premature depletion advisory and was issued a latitude communicator for remote monitoring. The recent remote interrogation showed a remaining longevity of 15%. Technical services reviewed the device data and confirmed the device was depleting faster than expected due to an abnormal increase in battery usage. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had not attended device follow ups. The patient was contacted the previous month due to the device being included in the emblem premature depletion advisory and was issued a latitude communicator for remote monitoring. The recent remote interrogation showed a remaining longevity of 15%. Technical services reviewed the device data and confirmed the device was depleting faster than expected due to an abnormal increase in battery usage. Device replacement was recommended for within 60 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.